Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was water leakage at the header cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital, e1: initial reporter address: (B)(6); should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid (water) leak was observed originating ¿at the level of the arterial pore¿ of a theranova 400 set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.